Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). The following information was erroneously omitted from the previous report: this report is for the right breast prosthesis. Reason for device explant and/or reoperation: ptosis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memoryshape breast implants 390 cc and experienced bilateral ptosis and rupture on the left side post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2021.